Event description:
Pump failed to deliver prescribed amount of tpn (order 940cc delivered 80cc) due to insufficient instructions with pump. Pump needs to be cleared in screen 1 & 2 each night before new infusion to begin or pump may think it's at end of previous infusion. Instruction manual not clear. Not a malfunction of this pump, just poor instructions.